Event description:
It was reported that approximately 52 months post filter implant, the pt developed symptoms of chest pain, shortness of breath and non-sustained ventricular tachycardia. Reportedly, three filter arms and a leg were found fractured. Allegedly, two filter arms were located in the heart, one in the lung and one in the vena cava. The pt's current status is unk.

Manufacturer narrative:
The device history records could not be reviewed as the lot number was unk. Attempts to obtain additional information are underway.

Manufacturer narrative:
Additional information: a successful scheduled filter retrieval was performed at another facility. The patient was reported to be asymptomatic. At the time of retrieval, the filter had an indwell time of 1677 days. The filter is in transit to the evaluation site. The investigation is currently underway.

Manufacturer narrative:
One recovery filter was returned. The filter contained 6 broken arms, 2 of which were broken along the arm length and the other 4 arms were broken at the apex of the filter, the filter also contained 6 legs; 4 of the 6 legs displayed no anomalies; one leg contained a missing foot which was not returned with the sample (the tapered portion of the foot still attached to the leg measured at approximately 1mm in length. The length of the missing broken foot measures approximately at 2mm in length), one other leg was broken at approximately 2cm from the base of the filter apex the broken leg/foot piece was not returned with the sample. All measurements made were within specification. The complaint is confirmed for detachment of component, broken arms, broken foot and broken leg. There were several potential root causes identified for recovery fractures. The current IFU (instructions for use) states: potential complications. Filter fracture is a known complication of vena cava filters there have been reports of embolization of vena cava filter fragments resulting in retrieval of the fragment using endovascular and/or surgical techniques. Most cases of the filter fracture, however, have been reported without any adverse clinical sequelae.

Manufacturer narrative:
A product evaluation could not be performed as the device was not returned for evaluation. Despite attempts, further specific event, patient or product information was not provided for evaluation. Based on the information available, the result definite root cause is unknown. The current IFU (instructions for use) states potential complications. Filter fracture is a known complication of vena cava filters. There have been reports of embolization of vena cava filter fragments resulting in retrieval of the fragment using endovascular and/or surgical techniques. Most cases of the filter fracture, however, have been reported without any adverse clinical sequelae.

Manufacturer narrative:
The lot number for the device has been provided. The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a manufacturing related cause for this event. The filter was returned images were not provided. Medical records were provided and reviewed. The complaint is confirmed for detachment of component, broken filter arms, broken filter foot and broken filter leg, based upon the sample evaluation. Based upon the medical record review, follow-up CT studies showed a detached limb embedded in the rv apex, in the posterior rv wall, in the lateral free wall of the ra, and possibly in the right lung. Fluoroscopy performed after filter removal showed residual detached limbs noted to be in the mid-abdomen (1), in the right lung near the hilum (1), and intracardiac in position (3), as noted above. The complaint investigation is inconclusive for filter tilt, as images were not provided. The definitive root cause for this event is unknown. The current IFU (instructions for use) for this device states: warnings: filter fracture is a known complication of vena cava filters there have been some reports of embolization of vena cava filter fragments resulting in retrieval of the fragment using endovascular and/or surgical techniques. Most cases, however, have been reported without any adverse clinical sequelae. This event involved the same patient and device as manufacturer report # 2020394-2009-00464. Reported without any adverse clinical sequelae

Event description:
The filter was implanted post-trauma, prior to back surgery. Approximately four years later, the patient experienced chest pain and filter palpitations. And imaging studies demonstrated a significantly tilted filter and five total filter limb detachments: one detached filter limb is in the abdomen, one limb is embedded in the right ventricular (rv) apex, one limb is in the rv posterior wall, one limb is in the right atrial lateral free wall, and one limb appears in the right lung near the hilum. The filter was removed and an attempt was made to snare the detached filter limb in the abdomen, but it was unsuccessful. No attempts were made to retrieve the detached limbs from the chest. The patient is reported to be doing well.